Event description:
It was reported that balloon rupture occurred. The target lesion was located below the knee vessel. A 2mm x 40mm x 144cm coyote es balloon catheter was advanced for dilatation. However, during inflation over the nominal pressure, it burst before it reached the rated burst pressure. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.